Event description:
The customer reported approximately five (5) milliliters of clear fluid leaked outside the instrument at the complete blood count (cbc) module and onto the counter involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place.

Manufacturer narrative:
Service was not dispatched as the customer cancelled service and resolved the issue by locating the missing tubing and placed it in the proper position. The instrument was in normal operation. (B)(4).